Manufacturer narrative:
Additional MFR narrative: the batch was released in compliance with the applicable specification. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 4 product. No other complaints were registered to date ((B)(6) 2022) with this batch number.

Event description:
This case occurred outside of the USA, in (B)(6). According to the received information, the patient was injected on (B)(6) 2022 with teosyal rha 4 into the bilateral oral commissures. Six month later, on (B)(6) 2022, the patient complained about swelling, induration and pain at all over the injection sites. Later, the practitioner suspected the appearance of granulomas. This update modified the reportability of this case. As a corrective action, on an unknown date, the patient received two vials of hyaluronidase 300 u.I. (600 u.I. In total) and anti-inflammatory agent (glucocorticoid; prednisone per os (unknown quantity). Despite the corrective action, the symptoms did not resolve properly, the practitioner sought medical assistance. On (B)(6) 2002 , the case was presented to our local medical expert, who suggested the following treatment: injection of hyalase (hyaluronidase; 1500 iu) ; apply massage. It has been reported that the patient will undergo a medical procedure (MRI). However, at this point, we could not obtain the result. The situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.